Manufacturer narrative:
Unknown date in 2019. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on an unknown date a small hex screwdriver from the uss dual set was stripped and was malfunctioning due to wear and tear. No patient was affected by these malfunctions. This report is for one (1) small hexagonal screwdriver 2.5 mm width across flats. This is report 1 of 1 for (B)(4).